Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown reason. A new rv lead was implanted and remains in service. Additional information was sent to the field in which no response has been received at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.